Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on february 18, 2020, the surgeon was setting up for a lateral approach and upon attaching a retractor blade with rod guide and holding ring clamp, the 2 synframe instruments were not properly holding. The surgeon used other instruments from the synframe to complete the procedure. No delay was reported and the patient was not impacted. Concomitant device reported: unknown retractor blade (part # unknown, lot # unknown, quantity unknown), unknown holding ring (part # unknown, lot # unknown, quantity unknown). This is report 1 of 2 for (B)(4).